Manufacturer narrative:
(B)(4).

Event description:
The customer discovered questionable ise indirect for gen. 2 results had been generated for several patient samples when they had delta check failures. Of the data provided, only the sodium result for one patient sample was discrepant and reported outside the laboratory. The initial sodium result was 127 mmol/l and the repeat result was 140 mmol/l. The reported result was updated. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The customer stated there were analyzer alarms and after they primed and checked the electrodes, the alarms did not clear. The field service representative found there was possibly a clot in the ise flowpath. He flushed the ise flowpath and the customer ran calibration and controls successfully. No further issues were reported.